Event description:
This is a report of patient peritonitis and death. On an unreported date approximately 3 years ago, the patient began treatment peritoneal dialysis (pd) therapy. Diagnostic and treatment information for the event was not reported. The patient got a bit better, and then the patient had c. Difficile and could not get rid of it. The patient then had a bleed in his stomach. The last pd therapy occurred one day prior to death. The cause of death was kidney failure. It was not reported if the patient remained hospitalized at the time of death. The patient had not recovered from the event of peritonitis prior to death. An autopsy was not performed.

Manufacturer narrative:
(B)(4). It was reported that patient was hospitalized in (B)(6) 2013, for the peritonitis event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The root cause of the report of peritonitis was undetermined. A follow-up medwatch will be sent if additional information becomes available.